Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated that patient was admitted for sepsis, pancytopenia, neutropenia. Platelets = 22. Bleeding noted during previous night from around right ij dy catheter. Night rn reported having to stop crrt due to copious air in line. The same happened on day shift-air noted in line and crrt stopped after 1 hour. Continuous bleeding noted at site. Catheter crack presumed. Catheter inspected by dy rn. Dr. Informed when crack was suspected. Catheter replaced at 1630, tear noted when catheter was rotated on exit from neck. No bleeding was actually noted from insertion site itself. Catheter was kept. Patient had x3 linen changes due to significant bleeding. Transfused for pancytopenia throughout the day. Informed md once crack was suspected. Prbc replaced. Catheter replaced. Patient required invasive response, increased los, patient transferred to higher level of care, death.